Event description:
It was reported that the pt's audiologist called to say that the pt was in the clinic with a device failure. He woke up the day after christmas with extreme static sound in his device. He changed out the cable and there was no improvement. He then exchanged all of his equipment and tried his back-up device with no improvement. He came to the clinic to see his audiologist and testing carried out confirmed that the device had failed. He was in on dec 17th and at that time testing results were normal. There is no report of an accident.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.